Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was making a clicking sound and remained unable to open. A field service engineer advised the customer about key recovery to resolve this problem. The system functioned as intended after the field service engineer troubleshooted the device. A technical service specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system, experienced a fridge malfunction. A customer has reported that a user was unable to dispense medication due to a malfunction which had resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.